Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). Disk analysis confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. Furthermore, the power consumption used in the device's hardware-side lifespan calculations does not reflect this battery drain, making the lifespan inaccurate. Device replacement recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The returned pacemaker was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was not recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). Disk analysis confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. Furthermore, the power consumption used in the device's hardware-side lifespan calculations does not reflect this battery drain, making the lifespan inaccurate. Device replacement recommended. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). Disk analysis confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. Furthermore, the power consumption used in the device's hardware-side lifespan calculations does not reflect this battery drain, making the lifespan inaccurate. Device replacement recommended. To date, the device remains in service. No adverse patient effects were reported.